Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they had their medtronic spinal cord stimulator(scs) explanted a couple of years ago to get a replacement nevero scs device. The pt's hcp that performed the replacement made the decision to keep the medtronic leads because the leads were "grown into the pt's back" and hcp said explanting the "leads would be a nightmare to take out." Pt now needed an MRI for a surgery related to their back (unrelated to scs) and pt needed MRI eligibility status. Pt said they had the nevero scs was put in because "there was no shock or anything. Pt said they were told they should be MRI compatible if the leads were "paddles." Patient services specialist documenting reported event. Pt said they had "no clue why a doctor would put in a stimulator that was MRI compatible, but not put in leads that were MRI compatible."